Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving dilaudid and baclofen via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the ER (emergency room) doctor just received a patient with a pump and it was believed that the patient might be getting overdosed from the symptoms that the patient was showing. Per the reporter, she had tried calling the patient¿s pump managing physician, but had been unable to get a hold of them. The reporter was calling because they wanted to have the pump adjusted down and they wanted an emergency procedure guide.